Manufacturer narrative:
Age at time of event: probably (B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2014-06948 & 2134265-2014-06986. It was reported that a patient burn occurred. The patient was undergoing a laparoscopic radiofrequency ablation (rfa) treatment procedure of their liver. A 3.5/15/15 leveen co-access needle was positioned. After 30 minutes of ablation, there was no evidence of any type of burn visible on the screen. The leveen co-access was removed and ablation was then performed with a 3.0/15/15 leveen¿ standard needle. The liver was ablated successfully. However, about halfway through the ablation, approximately 45 minutes in, a burn was noted at the needle access site. A 2x2x2 inch section of skin and adipose tissue was removed. No further patient complications were reported and the patient¿s status is fine.